Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that several months ago prior to 2020-06-18, the patient attempted to connect to their ins and they weren't able to because they hadn't charged their ins. The patient was redirected to their healthcare provider to address their possibly overdischarged ins. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient and it was reported that the patient was in over discharge and they spoke via telephone to manufacturing representative (rep) in august 2020 who walked them through charging their ins. The patient said they did the process but the rep never called them back to help them "get it out of that mode." Without their stimulation the patient has been in pain. Now the patient needs a MRI of their brain and they aren't able to put their ins in MRI mode. Patient services specialist (pss) offered to email the patient a MRI eligibility form. The patient thinks their ins has gone through physician recharge mode 3 times (patient unsure of dates) and it was explained their ins might not charge up again. The patient was redirected to their healthcare provider (hcp) to further address the issue.